Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because rattling in meter was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4):lifescan (lfs) received the meter involved with the complaint on (B)(4) 2012 and completed investigation on 11/13/2012. Investigation confirmed that the rattling in the meter was due to a broken part inside the meter.